Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.